Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Their trial started on (B)(6) 2024. It was reported that the patient had new non-baseline urinary/bowel symptom of constipation. The issue was not resolved and was ongoing. Additional information was received from the patient on (B)(6) 2024. The patient mentioned that they were feeling pain at the incision site, constipation, and worsening retention symptoms while using program two.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.